Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to complete troubleshooting, so a cause could not be identified. The customer successfully resumed insulin therapy. There was no reported impact to customer¿s blood glucose level.